Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. The device is pending repair and final testing. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was identified during bench testing that the mx40 1.4 ghz smart hopping device did not produce sound. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided an exchange device.